Event description:
It was reported that a shaft break occurred. During removal of a 6f impulse fl3.5 guide catheter the shaft broke into two pieces with >80% remaining in the descending aorta. The distal section of the catheter was removed with assistance from a gooseneck snare kit. The procedure was completed with another catheter. No additional patient complications were reported and the patient status is well.

Manufacturer narrative:
Device evaluated by manufacturer - microscopic and tactile inspection revealed a shaft separation 30.5cm from the hub of the device. There were numerous kinks at the site of the separated ends. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. During removal of a 6f impulse fl3.5 guide catheter the shaft broke into two pieces with >80% remaining in the descending aorta. The distal section of the catheter was removed with assistance from a gooseneck snare kit. The procedure was completed with another catheter. No additional patient complications were reported and the patient status is well.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).